Event description:
The customer reported approximately 1 ml of blood and diluent leaked from the coulter act 5diff autoloader. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse could not reproduce the reported event during service. The fse performed start up and quality control. Both modes performed within specifications. (B)(4).